Event description:
Rptr suffered a severe reaction after using product. Rptr, a pharmacist, placed one drop in each eye. She immediately felt a burning sensation and within 15 minutes her eyes were tearing. Although rptr rinsed her eyes out, the burning and tearing continued for several hrs. Due to the large amount of tears and then pus that was accumulating in her eyes rptr's vision became blurry. The area surrounding her eyes was swollen, and after approx one and one-half hrs rptr had blood spilling over into her tears. At that point, having never heard of such a thing, rptr started to panic. She was taken to the ER. After an examination and discussion with an ophthalmologist, the ER physician diagnosed condition as subconjunctival hemorrhage caused by an allergic or adverse reaction to the drops. The blood spilling over into the tears was due to lower lid involvement. The physician told rptr this reaction would run its course, and rptr would be fine until the morning when she could be examined by the ophthalmologist. Rptr went home and tried to sleep, but the blood was crusting over her lids and was very uncomfortable. Rptr woke to rinse her eyes a few hrs later, and was frightened to see the sclera engorged with blood. The ophthalmologist concurred with the ER physician's diagnosis, prescribed medication to prevent infection and aid healing, and placed rptr under his care. Rptr and dr are waiting to see if rptr has experienced any immediate damage from this reaction. Dr will not do a comprehensive eye exam until the fluid has drained, which should be another two to three weeks. Rptr is very concerned that she might have experienced some immediate damage because her vision does not seem as acute; glasses she purchased in october after a complete eye exam are no longer strong enough. More importantly, rptr is concerned about the possible long term effects.